Event description:
Pump was reported to not deliver fluid as intended. Neither the primary bag infusing saline nor the secondary bag infusing blood was infusing. The clinican noted no drops were seen forming in the drip chamber when the infusion was started. No pt injury reported.